Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into a patient in the ICU with the use of the vps g4 unit. A chest x-ray was taken and the catheter was 7cm too deep in ra and had to be pulled back to correct. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample was returned, but the product number and serial number have been identified and added to this report.